Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as being related to the patient "taking a bath." It was not reported if the patient was hospitalized for the event. The treatment for the peritonitis and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information was provided.